Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer ran out of insulin and was performing an infusion set change when insulin started to squirt out. The customer tried to prime the insulin pump four tomes and received a compromised force sensor alarm each time. Troubleshooting was performed and it was noted that the drive support cap was sticking out. The customer was advised to discontinue pump therapy and return the pump. The customer does not know their blood glucose.

Manufacturer narrative:
Pump passed the displacement test but compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised forced sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked battery tube threads and stained keypad overlay.